Event description:
The customer reported when the system boots up, the right monitor flickers on and off on the 6800 system. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the right monitor. The system operates as intended.